Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump was unresponsive and stopped all insulin delivery. There was no patient involvement, as the pump was being used for demonstration purposes and was not being used on a customer at the time of the reported event. Reportedly, the customer received a message on the pump advising them to call tandem technical support. The customer stated that the pump seemed to be working. Multiple attempts have been made to complete troubleshooting with the customer and gather further information, however no response was received.